Event description:
It was reported that "it was noticed during use that the amount of adhesive applied on the shaft where tether was attached was more than usual, so the shaft was thicker" on the intravascular shunt. No patient injury was reported.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Evaluation: the customer reported that there was a big point of glue on the device was confirmed. An excessive use of adhesive appeared in the middle of the shunt shaft the defect was confirmed, and a manufacturing defect was confirmed. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. A supplier and edwards¿s corrective action have been open and are currently under investigation. A product recall has been initiated. The device use aligned with the intended use of the design. The labeling and IFU contain adequate warnings. The lot history was reviewed, and there were no related ncrs. (B)(4). Trends will continue to be monitored through edwards¿s quality systems.